Manufacturer narrative:
Received only catheter. The reported event was unconfirmed since the problem could not be reproduced. Per visual inspection, there were no pinches or blockage found on the returned sample. Per functional testing, the balloon was inflated with 10cc of water using the normal fill technique and the balloon was able to inflate and deflate in 40 seconds. The balloon was then inflated with 10cc of water using the jam fill technique and the balloon was able to inflate and deflate in 22 seconds. The device was dissected and did not find anything to contribute to the reported problem. Dimensional evaluation: eye snip length:4/32¿, eye snip width:3/32¿, distance from distal cuff:16/32¿, distance from proximal cuff:9/32¿, inflation lumen coverage:11 thou, rubberize thickness:9 thou, reinforcement:189 thou, sac thickness:24 thou, concentricity:70/30. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "1. Method for use: do not used ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon. Do not aspirate urine through the drainage funnel wall. Single used only. Do not resterilize. For urological use only. Use luer slip syringe. Do not use needle." (B)(4).

Event description:
It was reported that it was difficult to deflate the catheter's balloon during pretest.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that it was difficult to deflate the catheter's balloon during pretest.